Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient said last night they had an issue that woke them up. Patient said the device shocked them so bad that they screamed out at how intense it was. Later on, they noticed that the device was not on. Pt stated it 'felt like a 9 volt battery.' Patient noticed that it shut the device off because it was so intense. Patient was able to turn it back on but it did shut off. Patient confirmed the jolt was in their buttocks and legs. Patient had a fall around four months ago. The patient was redirected to their healthcare provider (hcp) to further address the issue.